Manufacturer narrative:
(B)(4). Title complex abdominal wall defect reconstruction using a latissimus dorsi free flap with mesh after malignant tumor resection source wiley periodicals, inc. Microsurgery, volume 37, 2017 (38-43) date of publication: 15 may 2015. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to the literature source of study, nine patients with extended malignant tumors of the abdominal wall underwent surgeries. The aim was to describe the immediate and long-term evaluation of complex abdominal wall reconstruction using a latissimus dorsi (ld) free flap with mesh. The mean patient age was 39.4 years ranging from 28 to 69 years. Eight patients received the mesh. A desmoid tumor in a second location was found in one patient and four patients had moderate abdominal distention without functional discomfort.